Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip. The surgeon also performed a complete synovectomy.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.